Event description:
Medtronic return product received. Device returned for disposal only.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; the ins was functionally ok. Final device analysis of the extension revealed a reliability non-conformance. The #1 and #2 coiled conductors had separated at the weld between the coiled wire and the crimp sleeve. It appeared that there was very little evidence of welding on any of the four conductors.